Event description:
It was reported that the ventilator displayed a compressor inoperative condition while being used on a patient. The ventilator was replaced with a similar device without any reported patient harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).a technical support engineer (tse) assisted the user facility with troubleshooting the device via phone. The tse suggested swapping compressors and/or compressor printed circuit board (pcb). No additional information has been obtained by the manufacturer.